Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device bio-material was identified. Inspection of the device found that the keyway was damaged and a portion of the keyway was broken. A broken portion of the of the blade was returned with the device. The broken part of the keyway was not returned. A portion of the blade displayed signs of heavy wear. The depth markings and the catalog number were visible. Inspection of the teeth showed signs of wear and damage. Inspection of the keyway showed signs of heavy wear. A review of the DHR could not be performed as the lot number was not reported. During reprocessing, the blades are inspected and rejected for damage. Therefore, the most likely root causes are: user applied excess pressure to surgical accessory, patient bone harder/more dense than anticipated, device not tightened correctly. The instructions for use (IFU) state: observe surgical accessories for damage that could impair proper operation and replace any damaged accessory immediately. Do not employ bent or damaged surgical accessories in surgery. When using slotted fixture or alignment guides, first insert the blade into the slot. Irrigate blades during use to prevent them from becoming hot from friction. Irrigation is necessary at all times when using blades with alignment guides or slotted cutting fixtures. Do not apply excessive lateral force. Before beginning the procedure, verify overall compatibility of all instruments and accessories to be used during the surgical procedure. Inspect the device for overall condition and physical integrity. Do not use if any damage is noted. Return the device and package to stryker sustainability solutions. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that during a right total knee arthroplasty, a portion of the micro saw blade broke while in use. An x-ray was performed at the end of the case to ensure there were no remaining fragments left in the patient. The piece was located. No further issues reported. These are commonly used devices that are readily available.